Manufacturer narrative:
In relationship to the investigation result and the event description the complaint is attributed to an off label issue.

Event description:
It was reported that, "surgeon used hydroset with radiopaque solution off label use".